Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 33-year-old female patient who had essure (batch no. A15526,a47948) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding vaginal; menorrhegia") and menorrhagia ("abnormal bleeding vaginal; menorrhegia"). The patient was treated with surgery (laparoscopic vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion . Batch number: a47948 manufacture date: 2012/09 expiration date: 2015/09 . Batch number: a15526 manufacture date: 2012/06 expiration date: 2015/06 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-aug-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 33-year-old female patient who had essure (batch no. A15526,a47948) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In april 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), vaginal haemorrhage ("abnormal bleeding vaginal; menorrhegia") and menorrhagia ("abnormal bleeding vaginal; menorrhegia"). On 1-may-2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (laparoscopic vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: treatment received for pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 01-aug-2013: results: total bilateral occlusion. Batch number: a47948 manufacture date: 2012/09 expiration date: 2015/09 . Batch number: a15526 manufacture date: 2012/06 expiration date: 2015/06 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events pelvic pain, menorrhagia, abnormal bleeding(vaginal), were updated to recovered/resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 33-year-old female patient who had essure (batch no. A15526,a47948) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding vaginal; menorrhegia") and menorrhagia ("abnormal bleeding vaginal; menorrhegia"). The patient was treated with surgery (laparoscopic vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 27-jul-2018: plaintiff fact sheet received :patient demographic information, lab data, essure indication, stop date , lot number and event psychological or psychiatric problems condition: depression and mental, abnormal bleeding -vaginal menorrhagia were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 33-year-old female patient who had essure (batch no. A15526,a47948) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), vaginal haemorrhage ("abnormal bleeding vaginal; menorrhegia") and menorrhagia ("abnormal bleeding vaginal; menorrhegia"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (laparoscopic vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the depression, anxiety, vaginal haemorrhage, menorrhagia and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . Batch number: a47948 manufacture date: 2012/09 expiration date: 2015/09 . Batch number: a15526 manufacture date: 2012/06 expiration date: 2015/06 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-nov-2018: plaintiff fact sheet received. Event: dyspareunia (painful sexual intercourse) was newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic vaginal hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.